Event description:
It was reported patient underwent initial ankle procedure on (B)(6) 1994. Subsequently, patient was revised on (B)(6) 2012 due to patient alleged elevated chromium levels, pain, swelling and popping due to loosening that began approximately two years ago. It was stated in medical records revision due to pain and loosening.

Event description:
It was reported patient underwent initial ankle procedure on (B)(6) 1994. Subsequently, patient alleges elevated chromium levels, pain, swelling and popping due to loosening that began approximately two years ago. Patient is currently consulting with doctor who is advising a revision procedure.

Event description:
It was reported patient underwent initial ankle procedure on (B)(6) 1994. Subsequently, patient alleges elevated chromium levels, pain, bent metal plate, fractured screws into bone and causing internal bleeding, swelling and popping, pinching and skin protruding due to loosening that began approximately two years ago. Patient is currently consulting with doctor who is advising a revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01247-1).

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected data, which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01247-2 / 01249-2).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01247 / 01249). This medwatch corresponds with the event reported in the attached maude report.